Event description:
It was reported that the procedure was to treat the right carotid artery. Reportedly, the 3.0 x 20 mm rx trek balloon could not be fully inflated in the vessel. After the procedure a hemiparesis on the left side was diagnosed, but is unknown if it is related to the trek device. Due to the hemiparesis the patient was transferred to the hospitals stroke unit. Magnetic resonance tomography and computed tomography were performed which identified a stroke. The patient is under observation, slight hemiparesis is ongoing, but declining. No clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. It should be noted that the instructions for use states that the trek rx coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.